Event description:
It was reported the lead dislodged. When the patient was prepped for the lead re-position or replacement procedure, the pocket was found to have pus draining from it. The device and lead were programmed ¿off.¿ the patient was on a ventilator and due to multiple ongoing issues; the device and lead replacement was deferred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.